Event description:
It was reported that the device lost capture in unipolar, despite good capture in bipolar. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output when the device was programmed vvi 60 bipolar. Further analysis revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Other: it was reported that the device lost capture in unipolar, despite good capture in bipolar. The device was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Wire device was out of specification in a manner that relates to event capture, failure to.